Event description:
A malfunction was reported on the pump. Customer's blood glucose level was over 600 mg/dl. The customer took corrective action by administering a correction injection using an alternative insulin method and did not require third-party assistance. Technical support provided information and assisted the caller in resetting the pump, which resolved the issue, allowing continued use of the pump. The customer was advised to contact support again if the problem reoccurred, and they understood these instructions.